Event description:
During a laparoscopic assisted vaginal hysterectomy the lcs was being used and did not give the customary tissue effect when applied to ligaments. Started out with the flat blade on a setting of 3. Little blanching was seen even after applying on the tissue for a minute. The setting was changed to level 2. Bleeding could not be controlled so the case was converted to open. This was the surgeon first use of the device on a pt. 11/20/96 customer states they will not allow any products used in the or until all instrumentation is evaluated. Surgeon stated she was using the lcs to divide the infundibulopelvic ligament. She had previously had experience with this device in the pig and on this occasion, although this was her first human experience with the device, it did not appear to work like it had in the lab.

Manufacturer narrative:
Based on the inquiry info received, the visual and functional testing, it was found that the clamp arm was disconnected from the actuator rod. This may have caused the reported incident. No conclusion could be reached as to what may have caused the clamp arm to become disconnected from the actuator rod.